Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineer (fse) contacted the customer over the phone to address the reported event. Fse instructed the customer to clean the barcode lens and to run the barcode reader. The barcode reader was reading without any issues. The customer verified that the instrument was operating as expected. No further action was required by the fse. A complaint history review and service history review for similar complaints was performed on (B)(6) 2018 for g8 instrument with serial number (B)(4). The search was conducted from (B)(6) 2017 through aware date (B)(6) 2018 and did not find any similar complaints during the searched period. The g8 operator's manual under chapter 6, troubling shooting, section 6.2 general system failures, states the following: frequent bar code reading errors: is the printing quality sufficient? Is it printed on a white label? Are you using a bar code set in the bar code parameter? Are the labels clean and unwrinkled? See "chapter 3 section 3.7: samples - bar code label confirmation". Are the samples set as the bar code labels oriented toward the bar code reader? Are the labels properly affixed? Attach the labels at least 20 mm from the bottom of primary tubes and with less than 5° of rotation. At least 5 mm of space (margin) is required to the left and right in the bar code. The most probable cause of the non-reading barcode was a dirty barcode lens.

Event description:
A customer reported that after having the instrument serviced, they have been getting barcode label no reads with the g8 instrument. Technical support (tss) discussed the quality of the labels and consistency of label placement on the tubes. The customer tried cleaning the barcode reader (bcr) lens without any help. A field service engineer (fse) was dispatched to address the reported event, which could have resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.